Event description:
The customer reported that the system collimator was closed down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.